Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device created spark which lead to a fire. There was no patient injury. Follow up with the site provided the following additional information: there was no visual confirmation of a spark. The cautery device was the only source of heat present in the area and no other ignition source was in use. The flash fire burned a raytec sponge within the surgical field with no other burn damage noted. The fire self-extinguished with no active efforts required. The fire was only present for a brief instant before extinguishing itself.